Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was gradual increase in left ventricular (lv) lead threshold, high threshold and pacing failure at high output. It was noted the chest x-ray showed dislocation of the lead. It was suspected perforation had occurred on the basis of slight amount of pericardial effusion observed on the ultrasound image. As the lv lead was advanced, phrenic nerve stimulation occurred. The lead remains in use. No further patient complications have been reported as a result of this event.